Event description:
The pt stated the screen of his infusion device went blank. He stated that the device did not shut down but he was not able to see anything on the screen. The pt stated that his power pack was less than a week old. He stated he was aware of the power pack recall and has been changing the power pack every 2 weeks. The pt stated he inserted a new power pack into the infusion device and he saw what looked like the "battery emblem" and the "prime emblem" and then the device beeped and the screen went blank. The pt was advised to insert another new power pack and the same thing happened. The device would not respond to any button presses. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.